Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 17. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.